Event description:
Two days prior to the surgical procedure scheduled for (B)(6) 2014, the facility reported that the custom distal femur implant osteotome (instrument used for cutting or preparing bone which is included in the implant instrumentation kit) was damaged and was unable to be used for the procedure. However, the procedure occurred as scheduled on (B)(6) 2014, and was successfully completed without incident.

Manufacturer narrative:
The manufacturing records of the osteotome were reviewed and no non-conformities were found. Investigation of this complaint is ongoing and a supplemental report will be provided. This custom implant is similar to mets modular distal femur ((B)(4)).

Manufacturer narrative:
The investigation concluded that the root cause of this event was due to a manufacturing issue. On initial receipt of the reported event, the event description was reviewed and with the limited information available at that time, a decision was made to report the event. However on completion of the investigation into the reported event it can now be concluded that the incident does not meet the three basic reporting criteria referenced in 21 cfr part 803 as a marketed device did not cause or contribute to a death or serious injury, or a marketed device has not malfunctioned where the malfunction of the device or a similar marketed device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Product surveillance will continue to monitor for trends. Common device name/product code was corrected from "custom distal femur" to "limb salvage system/kro". Expiration date was corrected from 03/18/2014 to 03/18/2015.

Event description:
Two days prior to the surgical procedure scheduled for (B)(6) 2014, the facility reported that the custom distal femur implant osteotome (instrument used for cutting or preparing bone which is included in the implant instrumentation kit) was damaged and was unable to be used for the procedure. However, the procedure occurred as scheduled on (B)(6) 2014, and was successfully completed without incident. This is a supplemental report to 3004105610-2014-00033 ((B)(4)).